Event description:
It was reported that the caller reported no stimulation sensation since the afternoon of (B)(6) 2014. It was noted that the patient met with the manufacturer representative and they showed the patient how to use the recharging system. The patient observed the poor communication screen. The patient was able to connect with the patient programmer without the antenna attached. The patient was not able to adjust stimulation. The patient noted observing the low implantable neurostimulator (ins) battery screen. It was reviewed with the patient they may not be able to connect with the patient programmer until the battery had charged up. The patient stated that they would charge the device and call back if they had more questions or problems. It was noted that the patient was implanted with the device the wednesday prior to report ((B)(6) 2014). Additional information received reported that the charges only lasted ¿overnight.¿ it was noted that this had been since implant. The screens the patient should be seeing when the battery was fully charged were reviewed with the patient. The patient did not believe they waited long enough. The patient indicated that they could only get two to four coupling bars at any time. The patient was not using the belt. The patient was struggling to assemble the antenna to the belt. Antenna locate was tried and the patient was only able to acquire 44. The patient mentioned that they had ¿a lot¿ of scarring due to ¿other surgeries.¿ it was noted that the next appointment with the healthcare professional (hcp) was friday. The patient stated that they received training and also noted that the training received was minimal or ineffective. Additional information received reported that the implant battery went from full to empty in a day or less. The patient stated their settings were ¿three and five¿ and wanted to know if battery depletion was normal. The patient stated that they had stimulation at 10.50v and the manufacturer representative was able to ¿get it to work at lower setting.¿ the patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 97740, (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# n(B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888-45, lot# v994388, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# v994388, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# va0dbtf, implanted: (B)(6) 2014, product type: lead, product ID: 3888-56, lot# va0dbtf, implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient did not know why they were getting ¿the screen¿ so soon as ¿usually the device depleted overnight and usually it took much longer.¿ the patient stated that they had high settings and typically recharged twice a day. The patient stated that they may have ¿accidently turned stimulation off when they were frustrated and started pushing buttons.¿ the ins was full, 9.0v and the programmer battery was full. However, the ins icon indicated that stimulation was off. The patient then mentioned that it had been one to two days since they had felt the tingling. Button use and stimulation on and off was reviewed with the caller. The patient stated that they now felt stimulation and it was where they needed it. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).